Manufacturer narrative:
This investigation is complete. Upon additional information this investigation will be updated.

Event description:
It was reported that an inappropriate shock was seen involving this subcutaneous implantable cardioverter defibrillator (s-ICD). Possible air entrapment was suspected as the device was recently implanted. Technical services (ts) provided possible troubleshooting steps for this case. The patient was seen at the clinic and provocation maneuvers were performed, but it was not possible to reproduce any of the sensing previously seen during the inappropriate shock. Two untreated episodes were also seen two days before the patient received the inappropriate shock. The patient noted they were resting at the time of the episodes. The device was programmed to the primary sensing vector during the inappropriate shock, and now reprogrammed to the secondary sensing vector. Post-operative and current x-rays were also taken and sent for ts review. Ts reviewed the provided electrocardiograms and agreed that the secondary sensing vector was a good option for this patient. X-ray images reviewed by ts noted no discontinuity in the electrode and no high impedance measurements were seen. Ts discussed a possible sense b node sensing issue due to the type of non physiological signals in the primary sensing vector. No adverse patient effects were reported. The device remains implanted.